Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative noted, unit started with existing circuit and humidifier. Settings, map @ 21.0, %I @ 33, freq @ 8.0, delta p @ 81, power @7.7. Unable to find any problems; performed 2k pm per manufacturer specifications. Passed patient circuit calibration and vent performance check.

Event description:
The customer reported the patient was taken off the vent for suctioning and when placed back, they couldn't get the vent to repressurize. They quickly switched to another vent so there was no patient compromise. Carefusion technical services explained there could be a leak in the circuit. No further details were provided.